Event description:
It was reported that the physician experienced placement difficulties during the implantation of this right ventricular (rv) lead. The device was initially positioned on the septum but measurements were not acceptable. It was unsuccessfully repositioned on the apex as confirmed through imaging and attempted an additional time towards the septum. The patient then, became partially unresponsive and suffered a drop in blood pressure. Imaging confirmed a pericardial effusion with signs of tamponade. A drain was inserted to stabilize the patient and the procedure was able to be completed. The device remains in service. The patient has since recovered. No additional adverse patient effects were reported.